Event description:
Boston scientific received information that the longevity of this pacemaker went from five to three years in twelve months. The health care professional (hcp) expressed concern. At this time, this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. At this time, the patient will continue normal follow up visits. If additional information is received, this report will be updated.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating this device was explanted and replaced due to routine change out. No adverse patient effects were reported.